Event description:
Dr. (B)(6) was trying to wire the distal diag and got sion blue stuck in a very small side branch of the diag. They were unable to get the wire unstuck and ended up fracturing the tip while it was still stuck in the small side branch. Dr. Gottam tried multiple different techniques and products to try and retrieve the broken tip but was unable to and opted to leave it in. There were no immediate harm to the patient but they will continue to monitor them. The patient is scheduled for MRI and they are concerned about weather or not the sion blue tip will be affect by high strength MRI magnets. They are requesting more information about the specific alloy of stainless steel we use in the sion blue tips and if we have any kind of information on if it is safe for mris.